Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's controller displayed "no ipg found" message due to the battery reaching end of life. It was noted the patient last received therapy 2 years ago and stopped charging due to loss of therapy. As a result, the ipg was explanted and replaced on (B)(6) 2019.